Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date was reported incorrectly and has now been corrected.

Event description:
It was reported the lead had intermittent pacing capture during lead manipulation. The lead was replaced. No patient complications have been reported as a result of this event.